Event description:
It was reported the pt was experiencing a stinging sensation at her lead incision site. The pt underwent revision surgery where her lead was replaced with a new one.

Manufacturer narrative:
Results: the claim about: "the pt was getting stinging at the mid-back incision site." Could not be confirmed for "stinging at the mid-back incision site." Lead returned has a dark discoloration throughout the majority of the lead segment. Approx 15.1cm from the insertion handle the outer tubing has been severely cut. It is unk when the outer sheath was cut and if this cut location was near the "mid-back incision site." Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.